Event description:
Related manufacturer reference: 3008452825-2017-00093. During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. The catheter was advanced via retrograde approach into the left ventricle through the aorta. After a couple of minutes of mapping the left ventricle, heart movement caused the catheter to withdraw into the aorta. At this time the catheter could not be straightened and remained in the 180° position. After approximately 30 minutes, the catheter was removed and a new catheter was used to continue the procedure. Ablation was delivered on the septum of the left ventricle when the patient experienced chest pain and became hypotensive. An echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation concluded the catheter shaft had been fractured at its distal end. Functional testing was not possible due to the aforementioned damage. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.